Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information related to a simplygo mini oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician. The technician reports pca is burned. In addition, the technician reports sieves are clogged, o2 and air side cracked, compressor defective.